Event description:
A blake drain broke while the nurse was pulling it out of the insertion site in the pt. A surgical was performed to remove the broken piece of the drainage tube. There was no extended hosp stay and pt outcome was positive.